Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy on an unknown date. During the procedure, it was difficult connecting and disconnecting the handpiece from the device. It was noted that the cpc coupler may be damaged. The procedure was completed with the device with no adverse patient consequences.